Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Evaluation: the device was determined to meet functional and electrical performance specification requirements per returned instrument testing evaluation testing. Review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred: 5/21/10 during cycle 7 the device user had an ultrafiltration (uf) volume of 1495 ml (estimated drain volume 2770 ml). The assignable cause was determined to be: insufficient drain -use error, tidal uf removal set too low. The device was subsequently forwarded to service. The product labeling was reviewed and determined to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 7. The ultrafiltration (uf) was 1495 ml, indicating the home patient (hp) drained 1495 ml more than their programmed fill volume of 1500 ml. This information meets increased intra-peritoneal volume (iipv) criteria. Product surveillance followed up with the nurse on (B)(6) 2010 and provided the results of evaluation and the probable cause identified. The nurse stated that she already adjusted the tidal ultrafiltration (uf) setting. The nurse reported that the patient was doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Event description:
A (B)(6) old male with neurologic disorder was implanted with an acticon device on (B)(6) 2009. On (B)(6) 2010, the entire device was removed and replaced due to recurring incontinence secondary to neuropathy, possible rejection, no infection.